Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant with 0.5mm machined collar, mtx surface and microgrooves (B)(6) was returned for investigation. Visual inspection of the as returned product identified an implant fractured at the collar. Additionally, the external threads were damaged and there was bone residue around them. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured and had to be removed from tooth site 20.